Event description:
The pt reportedly experienced pain and refused to wear her external equipment. In addition the pt reportedly experienced a blow to the head and developed a hematoma near the antenna. The trauma appeared to be in the posterior/superior corner of the internal device. The implant surgeon observed that coil was bent/curled on itself, which is what he attributed the pain to. Testing of the device showed that it is functioning. On july 11th, the implant surgeon performed revision surgery to clean out the hematoma and un-bent the coil. The pt continues to hear well with her implant and no issues with lock were reported.